Event description:
Failure to maintain vacuum: machine not pulling off exudate and pooling exudate at dressing.

Manufacturer narrative:
The complaint was deemed inconclusive. Upon the evaluation of the pump, it was found with broken bottom case. The root cause for the issue reported could be related to a mishandling of the pump. The device was running software version 0.66 and it was updated with the new software version 0.67. The bottom case was replaced; and all functional testing were conducted to the pump with pass results. No other corrective action will be taken at this time. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.